Manufacturer narrative:
Lens was not received for analysis. Product history records indicate lens met all criteria prior to release. There is currently no evidence to suggest this adverse event is manufacturing related.

Event description:
The lens was removed and replaced due to the patient's visual complaints.